Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2016 .device evaluation: the device has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a review of the black box indicated multiple reboots had occurred. The returned battery cap contacts were within required specifications. The battery cap secured properly to the pump and maintained electrical connection. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power interruptions occurring. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Additionally, a component on the printer circuit board was found to be detached/loose.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.